Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump shutdown at 5% battery life and the customer was unable to power the pump back on. Customer's blood glucose level was 77 mg/dl. Customer has an alternate pump for continued insulin therapy.